Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to boot up properly, locked up. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis ctr and determined the cause of the failure to be a failed ic chip, designator u17.

Event description:
It was reported that the device would not fully power on with a known good battery. There was no pt use associated with the event.